Manufacturer narrative:
(B)(4). Sticking jaw/cam. Evaluation summary: the analysis results found that the el5ml device was received in good visual condition. The instrument was cycled, fed and formed the remaining clips within manufacturing specifications. Sticking issues were noted during analysis. The instrument locked out as intended. While we were unable to re-create the event, we have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a lap hernia repair, the device fired intermittently. They would have to fire 2 or 3 times to have the clip fire out. They completed the case with a second like device with no pt consequence.